Event description:
The customer reported that the insulin pimp was not delivering the insulin consistently. The customer stated that she ran a fixed prime of 3.0 units, but different amount of insulin came out. The customer stated that in two different occasions the piston did not pull back completely, but the reservoir fit in the insulin pump eventually. The customer was experiencing high glucose for a month. Troubleshooting was performed. The customer's recent glucose reading was 163mg/dl, and she has treated with the insulin pump. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that she is pregnant and no have confidence in the insulin pump. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.